Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin.net transmission had an alert for hvr episodes. The egms suggested external noise. Lead remains implanted and monitored. No patient consequences.